Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the option of continued monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no interventions were planned or undertaken and the physician plans to continue monitoring. No adverse patient effects were reported.